Manufacturer narrative:
The device was rec'd. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported that during preventive maintenance testing at the user facility, it was noted that the ground prong on the ac power cord plug was missing. There were no reports of any adverse patient events and no reported delays of critical therapies while the device was in clinical use. No add'l info was provided.